Event description:
There was intermittent loss of capture on the rv channel. The sensing, impedance and thresholds were all stable and in the normal range. Upon opening the pocket, the physician noted that the lead was tight in the header. The physician chose to replace the device and cap this rv lead.